Event description:
It was reported that the systems video capture boards were not connecting. This can prevent the system from producing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.